Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant iis stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm of unknown size on an unknown date. It was reported that the patient's daughter rang technical services and stated that the patient expired and the possible reason was related to an endoleak that was noted on a scan. This could be the reason that the patient was in so much pain. The cause of the death is unknown. No additional clinical sequelae were reported.